Event description:
The fenestrated tube was placed in a pt who later required mechanical ventilation. While ventilating the pt, it was noted that approx 50% of the delivered tidal volume was escaping past the fenestrations and out of the pt's mouth. The pt's oxygen saturation was dropping so the clinician removed and replaced the tracheostomy tube with a different style tube. There was no pt compromise.